Manufacturer narrative:
It was reported that the f300 light allegedly separated from the spring arm. A stryker field service technician (sfst) was dispatched to the customer site. During the investigation it was found that the safety segment was out of place, causing a gap. The sfst installed a new safety segment screw. The cause of the missing security screw is unknown. The facility repaired the spring arm and placed it back into service. There was no patient involvement, no injury or adverse consequence reported.

Event description:
It was reported that the f300 lighthead separated from the spring arm. There was no patient involvement or adverse consequence reported.